Event description:
It was reported that multiple shocks were delivered due to oversensing. A lead dislodgement was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.